Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device encountered a battery issue. The process step is unknown. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.